Event description:
It was reported to philips that the flexvision monitor lost power during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the customer was preparing to load the patient for the scheduled pacemaker procedure (electro-physiology), which was delayed an hour, and it was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the flexvision pc didn't come up because the flexvision pc overheats and shuts off. To resolve the reported issue, the fse replaced the flexvision pc (58'' uhd color lcd monitor sp), and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.